Manufacturer narrative:
(B)(4). Corrected narrative: it was reported that a patient underwent a cesarean section procedure on (B)(6) 2011 and suture was used. After 3-5 days the patient had an infection diagnosed by a festering wound. Currently, the patient is fine and has been discharged from the hospital. No further information was provided.

Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2011 and suture was used. After 3-5 days the patient had an infection. No further information was provided. Currently, the patient is fine and has been discharged from the hospital.

Manufacturer narrative:
(B)(4). Results: inconclusive - two unopened foil packs were received. An inadequate number of samples were received for evaluation. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the lot sterilization records was conducted. This review did not identify any quality concerns and the lot met all release criteria. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.